Event description:
It was reported that the patient had several aborted vf episodes. Review of the egms showed noise on the lead. Recommended a chest x-ray, isometrics and positional testing. The physician opted to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.